Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line extension set without an alarm during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient stated that they added two (2) patient lines extensions and always have air bubbles at the connection point. The patient attempted to re-prime several times and then decided to flick the lines with fingers to work the bubbles to the top of the patient line. The original cap is still on the patient line. The registered nurse suggested that patient use only one extension, but the patient is still having issue with the air bubbles, regardless of number of extension lines used. The technical service representative advised the caller to dispose of the current supplies attached and continue therapy with all new supplies. The use of manual supplies was discussed until the replacement homechoice machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.